Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The tip breaking (electrode) condition was confirmed. The electrode was not returned for evaluation. Some visual wear and scratch marks were observed on the lumen, ceramic and insulation, include what seems to be an impact wear mark near the probe's tip. Review of the device history record of this lot number disclosed no discrepancies that could contribute to this condition. Non-conformance report historical data was also reviewed for any event associated to subject part number and lot number identified by the customer. An investigation is currently in process after an increase in tip breaking condition including this part number was observed. Probable root causes for the reported condition can be associated, but are not limited to: non conforming component; poor assembly process and/or misuse. Based on the device history record, non-conformance report, previous complaint history and the returned unit's evaluation, the most probable root cause is multifactorial, with a possible contributor being user related (misuse). In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the unit fell off in the patient's shoulder. While using the unit it was noticed that the tip was not attached. Further, the tip was retrieved out of the patient.

Event description:
It was reported that the tip of the unit fell off in the patient's shoulder. While using the unit it was noticed that the tip was not attached. Further, the tip was retrieved out of the patient.